Event description:
A us distributor reported that a battery charger had battery/charger faults and there was a charger problem.

Manufacturer narrative:
Device evaluation of battery charger has been completed. The reported problem (charger faults and charger problem) has been confirmed. Upon investigation the battery charger was unable to charge a battery pack. The cause for the failure was isolated to a damaged l4 component on the bedside pca. The root cause for the damaged component could not be positively identified. There was no adverse event that resulted from the damaged charger.